Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead was oversensing noise triggering pacing inhibition. The suspected cause was a lead fracture. The right ventricular lead was explanted and replaced. The patient was in stable condition before, during, and after the surgery.

Manufacturer narrative:
The reported event of noise was confirmed while the reported event of lead fracture was not confirmed. A partial lead was returned in one piece for analysis. Visual inspection found an external insulation abrasion exposing the outer coil. The cause of the noise was isolated to the exposure of the outer coil consistent with friction to the device can. X-ray analysis and electrical testing did not find any conductor fractures.